Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 200cc breast implant had a tear starting on the anterior view expanding to the posterior view, measuring approximately 2.5 cm. In addition, an area of missing material was noted on the posterior aspect measuring approximately, 0.6 cm x 0.6 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6 health effect - clinical code e2402: rent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2021 mentor became aware that the initial report, reported the alert date and report due dates incorrectly. Manufacturer¿s reference number: (B)(4). Awareness date: july 19, 2021. Report due date: august 18, 2021.

Manufacturer narrative:
Devices image evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with mentor smooth round moderate plus profile, saline 200cc breast implant has experienced left-sided, deflation, post operatively. The issue was diagnoses through ultrasonography examinations. As a result, patient underwent replacements with cat#:3501655, sn#: (B)(4) on (B)(6) 2021.